Event description:
It was reported that a large volume infusor leaked from an unspecified location. The device was filled with 5-fluorouracil (5-fu). This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11 h4: the lot was manufactured january 6-8, 2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed fluid inside the device's bottle, at the bottom area of the bottle, which suggests a leak may have occurred. The location of the leak could not be identified. The reported condition was verified. The cause of the condition could not be determined; however, a potential cause may be related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.